Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during basal. Blood glucose level at the time of the incident was 189 mg/dl. During troubleshooting, the customer confirmed that the cannula was bent. Customer then received an additional no delivery alarm during bolus. The reservoir was not replaced or returned for analysis.